Event description:
The customer stated (B)(6) results were generated on the prism hbcore assay. Seven patient samples generated (B)(6) results. These samples were retested on another prism analyzer, and only two confirmed to be (B)(6). No specific patient data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Field service resolved the issue by replacing the transfer syringe/valve, replacing and aligning the transfer station and validating the volume on the prism instrument. The issue did not recur. Review of the abbott prism operations manual determined adequate instruction is provided with respect to retesting of samples. Review of service history for prism serial # (B)(4) identified no additional tickets for this issue. Review of complaints for the product did not identify atypical activity over the 12 month period for the issue of false positive results. The abbott prism instruments are performing as intended with respect to the issue of false positive results. No product deficiency was identified. No additional product issues were identified.